Event description:
It was reported that after one dilatation in an unknown vessel, the physician was withdrawing the fox sv pta catheter through a 6 fr. Sheath when the balloon separated from the shaft. The balloon was snared and removed through a catheter with no reported pt consequence. No additional information is available.

Manufacturer narrative:
The device was returned completely but showed a torn off balloon at the connection point between balloon and shaft. The investigation of the waste edges delivered no information with respect to the cause of the defect. The lot history research revealed no abnormal situations during manufacturing. Balloon shape and size and marker positions were conforming to specification. The hole at the proximal end of the balloon is 2.5 mm in diameter. No cause for the hole could be determined.